Event description:
The customer reported that the insulin pump alarmed no delivery during infusion set changed. Customer's blood glucose was 155 mg/dl. Troubleshooting was done. Customer stated that the insulin pump did not alarm during troubleshooting. Advised the insulin pump is working as designed. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.